Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, with an occlusion alert occurring prior to a restart alert, and the user experienced hyperglycemia with cgm readings up to 295 mg/dl; the event recurred after a prior occurrence and a replacement ilet and charger were arranged, with instructions provided for shutdown, data sync, return, and use of backup therapy and cgm. Symptoms included hyperglycemia without loss of consciousness, ketoacidosis, or other acute complications. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included troubleshooting and user education, review of alert history, and logistics for device replacement and return. Investigation of this case revealed a reported motor stall and insulin delivery occlusion, consistent with a pump motor or drive component malfunction that interrupted insulin delivery. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.